Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during preventive maintenance that the plug of the cardiosave intra-aortic balloon pump (iabp) was found damaged and requires replacement.

Event description:
It was reported during preventive maintenance that the plug of the cardiosave intra-aortic balloon pump (iabp) was found damaged and requires replacement. No patient was involved.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h11. Corrected field: b5, e1 (event site telephone). Due to character limit in block e1 event site telephone: (B)(6). A getinge field service engineer (fse) replaced the cable reel (d012-00-1688-04). Unit tested all ok.